Event description:
When advancing orvil through the esophagus, the anvil dislodged from the tubing and became stuck in the esophagus. It was retrieved by anesthesia using forceps under direct laryngoscopy.